Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during impella 5.5 support, a hole was found in the repositioning sleeve, approximately 25 centimeters away from the repo sheath. The hole reportedly did not affect the function of the pump, the patient expired on support. Upon review by abiomed's medical safety officer, there is not enough information to associate the use of device with the patient's outcome.

Manufacturer narrative:
The investigation for the reported product damage has been completed. No product was returned for investigation. The root cause of the sterile sleeve damage was not determined since the product was not returned and there was a lack of clinical details. E.1 facility name was revised as previously entered incorrectly on the initial manufacturer device report 1220648-2024-12069.